Event description:
The account alleged the side rail will not stay latched. No patient impact.

Manufacturer narrative:
The technician found a broken weld on the side rail. The technician replaced the side rail guard frame assembly to resolve the issue.